Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during preparation, the tip of the guidewire broke. The guidewire was replaced and the procedure completed without impact to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing therefore a cause of undeterminable will be assigned to this complaint. Expiration date: added. Manufacturing date: added.

Event description:
It was reported that during preparation, the tip of the guidewire broke. The guidewire was replaced and the procedure completed without impact to the patient.